Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the unicel dxc 600i synchron access clinical system for a single patient. A specimen sampled from a capped primary tube gave an accu tni result of 0.50ng/ml. The original sample was aliquoted, re-spun and then re-tested and a result of 0.061ng/ml was obtained. The sample was tested once more from an uncapped primary tube and result was 0.138ng/ml. The erroneous result was reported out of the lab and an amended report was sent. The customer did not report patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a 13x100 greiner lithium heparin tube and was centrifuged at 2,200 g for 15 minutes at 20 degrees c. Per customer, the sample was a clear full draw. A field service engineer (fse) was dispatched to the customer's lab: the fse found magnets on the analytical unit (au) had become loose. The fse replaced the au and performed all necessary alignments. The fse replaced parts for preventive maintenance (pm) and performed alignments. The fse ran a system check, calibration, and qc and obtained good results. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.